Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250units of insulin during the load sequence. During troubleshooting with tandem technical support advised the customer to load a new cartridge to resolved the issue. The customer become upset. Additional information was not provided. The customer declined further assistance from tandem technical support.